Event description:
It was reported that the customer was taken to the emergency due to low blood glucose levels of 16mg/dl. It was stated that the customer had been having difficulty with the features of her new insulin pump, and accidentally gave herself three cannula primes after inserting a new infusion set. The customer's neighbor heard her fall, and called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.